Event description:
It was reported that the patient's pump stalled 3 times with recovery noted. The patient has had 3 MRI's recently and the dates corresponded to those of the stalls. The length of time that the pump was stalled was unknown. The pump interrogation showed an elective replacement indicator of 18 months with no low battery or reset logs. The hcp wanted to replace the pump electively in the next 6-12 months. No patient symptoms were noted at the time of the report.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, important information on potential MRI effects, physician communication ((B) (4) 2008).